Manufacturer narrative:
(B) (4).

Event description:
A power-on-reset (por) condition was reported and a call doctor: por icon message was seen on the pt programmer. It was noted that the device was "not working". Further info was requested.